Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 388928, lot #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 355018, lot #: (B)(4), product type: accessory. Product ID: 355018, lot #: (B)(4), product type: accessory. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 10-apr-2022, UDI#: (B)(4). Product ID: 388928, serial/lot #: (B)(4), ubd: 01-aug-2022, UDI#: (B)(4). Product ID: 355018, serial/lot #: (B)(4), ubd: 06-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via the manufacturer representative reporting that five weeks after the leads were implanted, the implantable neurostimulator (ins) was intended to be implanted. When opening the pocket where the lead was connected to the extension, it was observed that the pocket was purulent. There were no external contributing factors. The patient was examined, and the following radiologic results were found: t2 hyperintense edema in massa lateralis (right emphasized) as well as in os coccygeus, which is charged with contrast agent after application of ca. This is potentially consistent with osteomyelitis. Associated with presacral fluid accumulation. No evidence of spondylodiscitis. The action taken was the leads were explanted and the patient was treated with antibiotics. The health care provider analyzed the lead in bacteriology. Smear test of lead left and right found no evidence of bacteria, no germ growth. Smear test of the wound performed intraoperatively found no evidence of bacteria, but moderate amount of staphylococcus aureus in aerob. Cultures. It was noted that other surgeries done at the same time as this event were being checked if they were affected by potential contamination. The issue was not resolved. Post explant the patient had an abscess in the pelvic region. The patient was alive with no injury. No further complications were reported.